Event description:
Chloraprep sponge began to flake off.======================manufacturer response for chloraprep with tint, (brand not provided) (per site reporter).======================manufacturer will send a follow up letter.operative procedure: primary low segment transverse cesareansection with delivery of a single living female.we had issues in the past that I was unaware of. No identifiers are available. There were no patient consequences as a result of this event. Another product was used to complete the sterilization. No manufacturing problems were detected.